Event description:
It was reported that as the unit was undergoing electrical safety testing, it was discovered that the cut setting would not adjust upward and the electrical socket was faulty.

Manufacturer narrative:
This incident was re-evaluated for MDR reportability following an FDA inspection during which it was indicated that failures during electrical testing performed prior use in surgery are not exempt from MDR reportability. It was reported that as the unit was undergoing electrical safety testing, it was discovered that the cut setting would not adjust upward and the electrical socket was faulty. The manufacturer has not yet evaluated the unit. Once the investigation has been completed, a follow-up report will be submitted.